Event description:
It was reported, that while using the video system center, the image disappeared. The issue occurred during a gastroscopy procedure that was completed with a different tower. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6 and h10. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was evaluated by a third party and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image disappeared" was caused by a non olympus monitor failure. Olympus will continue to monitor field performance for this device